Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited low impedance measurements. The patient was brought into the clinic for testing, no abnormalities were noted. No intervention was performed. The patient had no adverse consequences.